Event description:
It was reported to ventec that the ventilator was unable to maintain peep (positive end expiratory pressure). Upon evaluation of the customer's device, ventec also observed that it was displaying a "patient circuit disconnected" alarm. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the ventilator being unable to maintain peep (positive end expiratory pressure) and displaying a "patient circuit disconnected" alarm was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issues was the ift.